Event description:
It was reported that the 65650 rollator has a broken weld. Rollator was taken by the consumer to a 3rd party person to fix the weld and that weld is now broken. Tbm did not have the lot number but states the unit was sold in (B)(6) 2014.